Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, via regulatory agency, a ruptured left side device and capsular contracture, baker grade ii. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, via regulatory agency, a ruptured left side device and capsular contracture, baker grade ii. The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: underweight, crease fold, red particles in the gel and surface of the shell and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp opening posterior side assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported, via regulatory agency, a ruptured left side device and capsular contracture, baker grade ii. The device was explanted.